Manufacturer narrative:
Section a2 a3, a4 and a5: as part of the study information for the subject can't be provided. Section h3: the device was not evaluated therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
As part of a study, patient had surgery for monovision treatment. Patient consistently complained of blurry vision in the left eye (os), difficulty focusing, and decreased vision, with the complaints worsening over time. After experiencing these symptoms for over six months, the patient preferred surgical intervention. The surgeon chose to proceed with the surgery using the wavelight laser, leading to the patient's exit from the study. No additional information was provided. This report is for the star laser. A separate report will be filed against the idesign.

Manufacturer narrative:
Correction: in the initial report, the manufacturer date provided was inadvertently reported as 03/26/2007, however the correct date is 04/26/2007. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.